Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect anatomy and no pre-dilatation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the omnilink elite vascular balloon expandable stent system instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions. Based on the reviewed information, no product deficiency was identified. Additionally, the IFU indicates, lesion pre-dilation is a part of the procedure in use of the omnilink elite stent deployment system.

Event description:
It was reported that during the procedure a retrograde innominate artery stenting was done in conjunction with a carotid endarterectomy. A 9x29x80 otw omnilink elite vascular peripheral stent system was advanced via direct stenting and inflated a few atmospheres (atms); however, the stent watermelon seeded and pushed 5-10 mm distally into the aortic arch. An unspecified balloon was advanced and inflated inside of the omnilink elite stent and unsuccessful attempts were made to pull the stent back into the artery. The omnilink elite stent system balloon was used to fully deploy the stent which had about 10 mm hanging in the aortic arch and 20 mm in the artery. Reportedly, the target lesion was completely covered by the stent. The patient was reported to be okay; however, there was a 25-30 minute clinically significant delay in the procedure. No additional information was provided.